Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that a ventilator message showed an error of cbit o2 device failed. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per remote service engineer (rse), vent fail message showing an error 'cbit o2 device failed error'. Possible fault with the o2 valve or the data acquisition (da) pcba. Further information has been requested.

Manufacturer narrative:
The field service engineer (fse) replaced the o2 solenoid valve and data acquisition (da) pcba. The (fse) reassembled unit and performed performance verification test (pvt). The unit passes all tests.

Manufacturer narrative:
H10: the field service engineer replaced the data acquisition (da) pcba and flow sensor assy. The device passed full performance verification testing. Device was returned to service. H11: correction to h10 of the previous follow up report: the field service engineer (fse) replaced the o2 solenoid valve and data acquisition (da) pcba. The (fse) reassembled unit and performed performance verification test (pvt). The unit passes all tests except for test 7: air flow accuracy. The basa air flow in slpm should be between -1 and 1, but the unit displays an average air flow of +1.1 . This is pending completion of repair.

Manufacturer narrative:
Per remote service engineer (rse) the service quote has expired. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered data acquisition (da) board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.

Manufacturer narrative:
The removed oxygen (o2) solenoid valve was returned to the product investigation lab (pil). Visual inspection of the o2 valve revealed no evidence of damage or contamination. The pil technician installed the solenoid into a pi ventilator to duplicate the reported issue. The o2 valve was tested, and the technician verified that the o2 valve operates without issue or error code. The pi ventilator with the suspect o2 valve installed passes all flow and o2 mix accuracy testing. The product investigation technician could not duplicate the o2 device failed error. There was no problem found on the returned o2 valve. H11: updated contact information and contact office entity.

Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the data acquisition pcba onto known good flow sensor assy. (Assy, manifold, gds) to duplicate the reported issue. The data acquisition pcba was tested, and the pil technician verified the passing results for flow testing. The technician could not duplicate the daq failure from the service. The suspect data acquisition pca(daq) operates on the standard test bed without any issue and operates as designed. Product UDI is corrected.